Manufacturer narrative:
This MDR is being filed per our procedure governing MDR reports: patient experienced high blood glucose level of >600 mg/dl. Device could not be ruled out as a contributing factor. Device is not available for technical review.

Event description:
Wife of type 2 diabetic pt. Using vgo 20 less than a month reported to valeritas customer care in an outbound call that patient is in hospital with hyperglycemia >600mg/dl and dehydration. On (B)(6) 2016 bg around 300mg/dl. Pt. To come home (B)(6) 2016, thursday. Ae assessor has placed multiple calls to the pts. Wife and left a call back number and the pts. Wife has not returned the calls. Without speaking with the pts. Wife the ae assessor is unable to identify contributory causes to the hyperglycemia and compare pts. Without speaking with the pts. Wife the ae assessor is unable to identify contributory causes to the hyperglycemia and compare pts. Pre-vgo diabetic medication regimen and pre-vgo bg range to pts. Vgo insulin/diabetes medication regimen and bg range. The vgo cannot be ruled out since the device is unavailable for investigation. This case will be closed without further follow-up from ae assessor. If the pt. Returns the calls, the case will be reopened for further investigation.

Manufacturer narrative:
Reporter occupation: non-healthcare professional. Report type: follow-up #1. Reportable type: serious injury. Follow-up type: correction checked.